Manufacturer narrative:
Intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at display window corners, reservoir tube and minor scratched display window.

Event description:
The customer reported issues with the act and esc keypad buttons on the insulin pump. The customer's blood glucose level was at 180 mg/dl. The customer stated there were no significant events that would have led to the key issues on her insulin pump. The insulin pump was replaced. No further information was provided.